Event description:
A customer contacted beckman coulter (bec) reporting that the unicel® dxc 800 pro synchron® chemistry analyzer generated four (4) erroneous ammonia (amm) patient results on two different days ((B)(6) 2013 and (B)(6) 2013. This report documents the one (1) patient sample ran on (B)(6) 2013. The erroneous result was not reported out of the laboratory. The sample was rerun. The final or "true" result is unknown for the patient sample which was reported out as the correct result. No other analytes were in question or reran. Patient demographics were not provided by the customer (age, date of birth, gender, weight, etc.). Customer also noted a small deionized (di) water leak coming from behind the instrument. The customer requested bec service to evaluate the instrument. There was no death or serious injury requiring medical attention associated with the erroneous results and leak.

Manufacturer narrative:
Quality control (qc) was within laboratory specifications prior to and after the event. Patient sample information and method of analysis was not provided by the customer. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse could not confirm a di water leak upon arrival into the laboratory. The fse identified that the vacuum waste valve (solenoid) was causing the reagent probe a to leak and the wash station had a slow leak. The fse replaced the manifold and the 2-way solenoid valve. The fse claimed the primary failure mode was the solenoid controlling the vacuum waste. MDR 2050012-2013-00456 is associated with this reported event and documents the result obtained on (B)(6) 2013.